Event description:
Event description boston scientific received information that this atrial lead's impedance values have gradually increased to >2500 ohms. Evaluation of the pacing system revealed normal pacing and sensing with capture in vvir mode. An x-ray was obtained, which revealed the atrial lead was not completely inserted in the device header. The lead was surgically abandoned and replaced. A cardiac resynchronization defibrillator system was then successfully implanted. During the procedure, the model 4549 lead was not implanted due to placement difficulty.